Event description:
Related manufacturer report number: 1627487-2022-03813, 1627487-2022-03814 and 1627487-2022-03815. It was reported that patient's leads had migrated. Surgical intervention was undertaken and the leads were explanted and replaced.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.